Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic splenectomy - "when clip was placed on the splenic artery it closes, however right behind that initial clip a second clip automatically c comes out in an angle closing on top of the first clip jamming the jaws. When surgeon see this, tries to retrieve the device by pulling slightly back and once he felt resistance y proceeds to close once more the jaws to see if it the second clip disengages. But by doing so the tip of the malformed clip cuts the splenic artery. First clip applier discarded because when fired it started to spit out clips. This incident happened with the second device used." *type of intervention- "patient entered the procedure with 12.5 hemoglobin and left the or suit with 5.0." Patient status - "stable"

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.